Event description:
Hcp reported event started in 2001 - patient complained of increasing spasms and at the refill 3 cc more baclofen was found in the reservoir then expected. The catheter was replaced that day. The next day the patient experienced servere itching and increased spasticity. Admitted to ICU. Reservoir check was as expected. Patient received oral baclofen, bolus via the pump and IV ativan. Patient responded and spasticity returned to pre pump levels. In 2002 symptoms returned including systolic blood pressure of 200, temp 38c, tachycardia, and severe spasms. The patient was admitted to ICU. The pt responded to nifedipine in the ICU and IV ativan. Patient also received 50 mcg baclofen per lumbar puncture which helped relieve the spasms and itching. Cerebro spinal fluid baclofen levels are pending. The rotor test showed normal function. The catheter was reported as replaced again. A kink was found-perhaps secondary to the catheter being coiled inside the dacron pump pouch. As of 2002 the patient was doing fine.